Event description:
Rptr calling regarding an anesthesia machine (julian) that shut down during a procedure and went into stand by mode. No pt injury. Concerned because received a product alert from the MFR "after the fact. The software had been changed and required an add'l valve to be put in at start up or machine would shut down. The MFR rep was not aware of the change. Concerned about potential risk to pts.